Event description:
It was reported that with the external paddles connected, the device will only allow selection of up to 50 joules. The device will sometimes intermittently raise the energy up to 200 and 360 joules. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control suggested that it could be either a failure of the therapy connector or the power conversion board. Physio provided customer with the part numbers for both. The customer later confirmed that they will be performing the repairs. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.